Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a severe medical episode by extreme dehydration, a sensation of being ¿very low on fluids," loss of consciousness, increased thirst, shakiness, and an inability to walk or speak. At the time these symptoms occurred, the patient¿s cgm readings were reported to be between 40-50 mg/dl. No fingerstick measurement was taken during this period. It is unknown at what point during the event the patient lost consciousness or how consciousness was regained. After the episode, the patient remained weak but was able to drive herself to the hospital. The patient did not report taking any self-treatment prior to arrival. Immediately before entering the hospital, the cgm displayed a reading of approximately 356 mg/dl. Upon evaluation at the hospital, a fingerstick bg measurement showed a value of 700 mg/dl. No further cgm readings were reported at that time. The patient was assessed as having likely experienced diabetic ketoacidosis (dka). Treatment included intravenous insulin and fluids, totaling approximately seven bags. At the time of the report, the patient remained hospitalized and continued to receive treatment. The patient stated that they were stable at that time. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient¿s cgm readings were reported to be between 40-50 mg/dl. The reported glucose values fall within the b zone of the parkes error grid when checked at the hospital. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder/code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR submission, additional clarification was provided on 03/06/2026. It was confirmed that on (B)(6) 2026, the patient experienced a severe medical episode characterized by extreme dehydration, a sensation of being ¿very low on fluids,¿ increased thirst, shakiness, and difficulty walking or speaking. The previously reported loss of consciousness was removed based on updated information received from technical support, as this symptom did not occur. No additional patient or event information is available.